Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-stop switch. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a recoverable fault that was occurring that was not allowing the customer to recover. The customer attempted to restart the da vinci system; however, the reported error returned upon restart and the customer was not allowed to recover. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Customer was able to restart the system and the procedure finished robotically

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to mechanical issues resulted from a sticking e-stop switch assembly located in the surgeon side console (ssc). This issue can be resolved by replacing the e-stop switch.